Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470027-62/(B)(4)) was performed. The instrument was last used on (B)(6) 2020 on system sk0904. The alleged event occurred on the 5th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. A system log review was not performed since it is not relevant to the alleged complaint. There is no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, an unspecified wire on the fenestrated bipolar forceps was exposed. The instrument was replaced with a backup da vinci instrument of a different kind. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. The customer was unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.